Event description:
The ICD was incorrectly reported for inappropriately withholding therapy for vf that was detected as svt. There was no allegation of inappropriate withholding or ICD performance issue in the incoming information. The statement, " 4 svt: vt/vf rx withheld episodes most recent on 16-feb-2026" is information only and the event should have been processed as a non-complaint.

Manufacturer narrative:
Correction: b5; additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that therapy was inappropriately initially withheld for ventricular fibrillation (vf) that the implantable cardioverter defibrillator (ICD) detected as supra ventricular tachycardia (svt) due to wavelet. The ICD remains in use. No further patient complications have been reported as a result of this event.